Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving adequate coverage. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed reprogramming was attempted on (B)(6) 2017 but was unable to provide resolution. The next course of action to address the patient's issue is unknown.

Event description:
Follow-up revealed the patient will undergo surgical intervention on a future date.